Event description:
Can not find the string, entire tampon inside my body- vagina [foreign body in reproductive tract]. Case narrative: consumer reported via phone that she could not find the tampon string. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Can not find the string, entire tampon inside my body- vagina [foreign body in reproductive tract]. Case narrative: consumer reported via phone that she could not find the tampon string. No serious injury reported.